Event description:
Adverse event: "approximately a 5 minute delay". Device problems: "touchscreen froze" (no display or display failure); "system message" (device displays error message). A nurse reported receiving a frozen touchscreen and a sys message. The unit was rebooted, causing a delay of approx 5 minutes. The case was completed and no pt injuries were reported.

Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B) (4). (B) (4). (B) (4).